Manufacturer narrative:
Date of report: 28jan2019. Date rec¿d by MFR: 25jan2019. The manufacturers international service technician repositioned the adjustment of a vibration-proof ring to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23jan2019. (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported a noise has occurred from the inside of the unit. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.